Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematoma/hypovolemia: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of the fluid leak was most likely user related as clinical details noted that patient's acts were at 281 and returned product was able to hold pressure to above specification and no leaking was observed below pressure spec.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report 1220648-2026-06000 to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 76 year old female patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The team did not share any other medical history. The team had a pump stop occur when plugging in the pump, they attempted to troubleshoot by unplug/replug, but when this failed the pump was replaced. There was no harm or injury noted from any delay in support initiation. The 2nd pump was placed via the introducer sheath at the femoral. The patient experienced hypovolemia from a hematoma at the femoral site. The team upon explantation noted the 14fr had a small leak where the hub is attached to the sheath. The hypovolemia and hematoma were noted to be treated with 2 units of rbcs. The pump replacement due to the failure to start, will be reported for support delay during the exchange, however the exchange was performed with no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Hematoma/hypovolemia: the cause of the injury was not determined due to insufficient clinical details. Fluid leak: the cause of the fluid leak was most likely user related as clinical details noted that patient's acts were at 281 and returned product was able to hold pressure to above specification and no leaking was observed below pressure spec.

Manufacturer narrative:
Updated information: b5 updated clinical narrative.

Event description:
Clinical narrative (updated 2026-6-9). In further reports the team noted that when the introducer was explanted there was a small leak observed by the physician where the hub attached to the sheath. Prior clinical narrative: an impella cp was inserted via the femoral artery to support the 76 year old female patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The team did not share any other medical history. The team had a pump stop occur when plugging in the pump, they attempted to troubleshoot by unplug/replug, but when this failed the pump was replaced. There was no harm or injury noted from any delay in support initiation. The 2nd pump was placed via the introducer sheath at the femoral. The patient experienced hypovolemia from a hematoma at the femoral site. The team upon explantation noted the 14fr had a small leak where the hub is attached to the sheath. The hypovolemia and hematoma were noted to be treated with 2 units of rbcs. The pump replacement due to the failure to start, will be reported for support delay during the exchange, however the exchange was performed with no consequence to the patient and support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.